Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. Sensing was reprogrammed to a fixed output. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)